Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported a critical pump error. The blood glucose value at the time of the event was 311 mg/dl. The hyperglycemia was treated with manual injection. The customer was also admitted to the hospital and insulin was administered by IV drip to treat hyperglycemia and diabetic ketoacidosis. The event involved product(s) mmt-1884l. Troubleshooting was performed for hyperglycemia, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of the reported event. The customer also experienced symptoms of vomiting, fatigue, abdominal pain, extremity pain, and cramps during the hospitalization. Troubleshooting was performed for the critical pump error, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. A review of the history and trace files reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log reveals there were three (3) consecutive critical error handling pump error 35 (linenumber 65535 filenumber 65535) alarms and the third consecutive alarm that was triggered caused the critical pump error (open book image) alarm due to a broken force sensor. The broken force sensor alarms generate 3 errors on the first occurrence and then the pump is not usable to the user. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. Corroded force sensor flex traces. No damage noted on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail and pillowing keypad overlay. Perform the history review 1 week prior to the event date 04-jul-2025 in the pump history file and found 2 sensorerroralert (801) on 07/01/2025 and 3 lost sensor alerts on 07/02/2025. Unable to test for sensor error alert and lost sensor alert due to alarm-aa99-critical pump error (open book image) alarm. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs (hyperglycemia). Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a338-pump error 35. Alarm-aa99-critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to corroded force sensor flex traces. Upload error confirmed [unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.